Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) unit had electrical test fails code 52. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed electrical test fails code 52 in logs. Replaced and calibrated drive transducer per manual sop. Performed a full function and calibration check. Could not replicate error after repair.